Event description:
It was reported that during a sleeve gastrectomy procedure, a sterile and new device was opened using sterile technique and checked before loading the cartridge and was found to be working right. 1st cartridge (black) was loaded and after inserting the gun through b12xt (trocar), an articulation angle of 30 degrees was created, tissue was compressed for one minute and gun was fired. After all four firing strokes, the anvil didn't open using the anvil release button so the articulation also didn't set straight. The gun was removed out with the complete assembly i.e xcel trocar and articulation was set right. Xcel trocar was re-inserted in the patient. When checked, the staple line didn¿t form on the tissue (it did cut the whole 60 mm but without any staples on the tissues). Immediately new device was opened to complete the procedure. Procedure was prolonged ten minutes. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and the articulation mechanism worked as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.